Event description:
The asp field service engineer found oil mist coming from the unit. There were no physical complaints reported. The asp field service engineer (fse) assessed the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter during preventive maintenance. The fse tested the unit and found it operating to MFR specifications. This issue has been addressed with a customer letter related to correction & removal.